Event description:
On (B)(6) 2011, pt reported he is having concerns with the buttons on the infusion device. Pt stated around 2 years ago, he went low in the middle of the night and his wife assisted him with treatment, but then had to call the ambulance. Pt reported his blood glucose level was around 26 mg/dl. Pt's normal blood glucose range is 60-140 mg/dl. Pt stated the paramedics gave him something to bring his blood glucose up. Pt reported he is not sure if the concern was because the buttons were not working or not. Product was replaced and requested return of the suspect product for eval.